Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) event, which disabled the minute ventilation (mv) sensor. Reactivation and optimization of the mv sensor were discussed. Additional details regarding the event were not stored on the device due to the age of the event. This device remains in service. No adverse patient effects were reported.